Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported that post MRI imaging, the pump had an alarm signal. Patient had to undergo mrt examination on (B)(6) 2017. He went to hospital on (B)(6) and reported an alarm sound of the pump. Error 11 was read out. Sales rep checked the pump according to procedure with technical support from (B)(4). The error was resolved and pump was be started properly. There is no report of harm to patient.